Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp), the fiber was confirmed to be in a good condition after unpacking and preparation. When the pedal was operated, the fiber did not vaporize the tissue. After a second attempt, a concentration of red light with a remnant of green was observed near the console connection. There were no courtesy messages displayed. A second fiber was used to complete the procedure. There were no patient complications.